Event description:
Device malfunction: collapse of vessel locator wings prematurely. Time of malfunction: during vessel course. Symptoms/ae:none. It was reported that a physician, trained in the use of the starclose device, attempted an arteriotomy closure after a diagnostic procedure. After the physician completed the thumb advancer stroke, but before the closure clip could be deployed, the vessel locator wings prematurely collapsed and access to the vessel was lost. There were no adverse patient effects and hemostasis was achieved by manual compression. No additional information is available.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. The device is expected to be returned for evaluation. It has not yet been received.